Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received an insulin flow blocked alarm on the insulin pump. They were not able to change their set or clear the alarm. Customer indicated that they used an old pump to administer 2 bolus to treat. The blood sugar was 500 mg/dl. Troubleshooting found that the customer did not have any symptoms but indicated that they felt different. Customer declined to further troubleshoot and indicated that their high blood glucose was due to the insulin flow blocked alarm. Customer indicated that they wanted to report the incident only. No product is returning.